Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. The fracture face surface indicated a rotational fracture had occurred. Off-axis alignment of the driver or existing fusion ingrowth might have contributed to the need for excessive rotational force during construct removal which could have contributed to the fracture.

Event description:
On (B)(6) 2017 it was reported to k2m, inc. That a surgery took place in which a driver tip sheared off and fused into the set screw. The driver tip remains in the patient confined to the set screw. Surgery took place (B)(6) 2017.